Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 175mg/dl at time of incident. Customer states that they are unable to remove battery cap. Customer advised to discontinue use of pump if battery is low. Customer advised to monitor pump if they continue use of pump. Insulin pump will be return for analysis and will be replaced.

Manufacturer narrative:
Unit received with currents in specification. No blank display was noted. Lcd board was okay. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stripped battery cap coin slot.